Event description:
Boston scientific received information that at implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a greater than 3000 ohm right ventricular (rv) pacing impedance measurement through the device, but a 640 ohm rv pacing impedance measurement through a pacing system analyzer (psa).

Manufacturer narrative:
While the pocket was still open, the physician reconnected both setscrews, and the impedance dropped to within normal range. No adverse patient effects were reported as a result of this observation. Current records suggest that this device remains implanted and in service. This event will be updated if any additional information becomes available.